Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging that the subject meter (one touch verio iq) read inaccurately erratic. The reporter did not specify the results obtained on the meter or the time difference between the tests. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.